Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced redness and irritation by using the purewick female external catheter. Patient had stopped using the product. Patient had been using the purewick product for more than 90 days. No medical intervention was reported. Per follow up via phone on 09may2022, patient experienced skin irritation and urinary tract infection . Patient was prescribed an ointment and antibiotics. Stated that the patient discontinued use of the system.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours". "Not recommended for patients who are: experiencing skin irritation or breakdown at the site". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced redness and irritation by using the purewick female external catheter. Patient had stopped using the product. Patient had been using the purewick product for more than 90 days. No medical intervention was reported .per follow up via phone on 09may2022, patient experienced skin irritation and urinary tract infection . Patient was prescribed an ointment and antibiotics. Stated that the patient discontinued use of the system.